Event description:
It has been reported to philips that the allura xper fd20 system froze on 00:00 and that the application could not start up. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that there was an issue in ipb1. The ipb1 has been reordered. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was frozen at 00:00 and not starting. The fse replaced the ipb (image processing board). After replacement of the ibp with new ipb2, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.